Event description:
Rn was taking care of a 14 year old male who was receiving continuous methotrexate infusion. When she checked on him, she noticed there was a small puddle of methotrexate and blood on his room floor. Upon further assessment the rn noticed that the issue was a leak at the phaseal y-site connector nearest the connection to the blue clave infusing the methotrexate. The patient was unharmed and unexposed. There have been multiple issues with leaking at the y-site, and as a result, the pediatric unit decided to discontinue using them.